Event description:
A complaint was received from the spouse of a diabetic. Spouse states that the pt was just taken to the hospital. They had just tested the patient's blood sugar with the elite system and received a result of 201 mg/dl. The patient was acting like the patient was angry so spouse called the paramedics and they tested the pt with their meter (type unknown) and received a result of 16 mg/dl. The exact time difference was unknown. The customer was using reagents lot number ok05ds, expiry dated 04/02 program number f-5. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.